Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited an alarm with no display. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The pump was inspected to verify the reported issue of " no display and an alarm". Upon power up the pump alarmed. Once it showed error 1140 - "not a recognized op code". Internal inspection didn't reveal any obvious issues.